Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The dislodgment was confirmed via x-ray and fluoroscopy. A revision procedure was scheduled to reposition the lead. During the revision, placement difficulty was encountered and this lv lead was explanted. The lv lead was not replaced and the lv port of the device was plugged. No additional adverse patient effects were reported.